Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that surgeon templated for a redapt high offset stem before the procedure, during thr trialed with a ho stem and requested that stem to be opened. The rep grabbed the standard stem. Showed the surgeon and nurse whilst reading out the label, no one noticed that it was a standard rather than ho being checked. The nurse opened the stem and it was implanted. The head was trialed again and the leg length and offset were checked using the surgeons device. The surgeon put in the definitive head and seemed happy with the end result. It was after the surgeon had unscrubbed that he realised that the incorrect stem was inserted and called the rep. No more information available. S&n backup device available.